Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the night before the customer experienced a bad reaction and his blood glucose level dropped. He was hospitalized on (B)(6) 2015 for a low blood glucose level and a low blood pressure. His blood glucose level was 57 mg/dl. The customer experienced a low blood glucose level for 45 to 60 minutes. He treated his low blood glucose level with food and glucose tablets. The customer fell when he was walking across the floor and his pneumonia level was up. He was also having slurred speech. At the hospital they found the customer had a blood infection. The time and date on the insulin pump were off and caused his low blood glucose level. The insulin pump alarmed no delivery. The device was not returned.